Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was showing noise in the left ventricular (lv) lead due to an unknown reason. Different vector configurations showed high out of range measurements above 3000 ohms. Technical services (ts) reviewed possible reasons for the exhibited behavior, and recommended programming options. This crt-p system remains in service. No adverse patient effects were reported.